Manufacturer narrative:
Additional medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the needle of a bd vacutainer® push button blood collection set was retracted, blood was splattered to customer's gloves. This event had happened three times. The following information was provided by the initial reporter: ¿phone call, - when the needle retracts back we're getting blood splatter on our ppe (gloves). I think it's more of a engineering issue but it's happened 3x now. I do have unused product to send it. No one has any exposure oto blood as everyone has their gloves on. (1) (B)(6) 2019 and (2) on (B)(6) 2019.¿

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for splatter with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Per bd's instructions for use (IFU) for the bd vacutainer® push button blood collection set, activation of the device while the needle is still in the venipuncture site is recommended. Activation of the device after the needle is removed from the site should be performed away from self and others, since external blood droplets/IV fluid droplets may result. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for splatter with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when the needle of a bd vacutainer® push button blood collection set was retracted, blood was splattered to customer's gloves. This event had happened three times. The following information was provided by the initial reporter: ¿ phone call, when the needle retracts back we're getting blood splatter on our ppe (gloves). I think it's more of a engineering issue but it's happened 3x now. I do have unused product to send it. No one has any exposure oto blood as everyone has their gloves on. (1) (B)(6) 2019 and (2) on (B)(6) 2019.¿